Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify software error alarm due to buttons not responding. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced software error. The customer's blood glucose reading was 300 mg/dl. The customer stated that the alarm did not occur while trying to change settings on the pump. The customer stated that the alarm did not occur right after battery change. The insulin pump was returned for analysis.